Event description:
It was reported to technical services on (B)(6) 2012 that this person was having trouble with pace art and creating reports. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).